Event description:
An ipp device was implanted on 6/13/90. A connector was revised on 4/17/97. The entire device was removed from the pt on 6/5/97 due to fluid loss-cylinder. An ambicor device was implanted.